Event description:
Sorin group received a report that air was entrained into the circuit via the wye connector during set up. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group received a report that air was entrained into the circuit via the wye connector during set up. There was no patient involvement. Our 3/8" wye connector was returned to (B)(4) for evaluation. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.